Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a ventricular lead that was no longer capturing in bipolar or unipolar mode. The impedance had more than doubled and the sensing had dropped as well. The device was reprogrammed to accommodate these issues. The lead would be monitored.